Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Rv lead defibrillator impedance was 104 ohms on (B)(6) 2016. (B)(4).

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high impedance on the defib coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.